Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the mid 400 mg/dl range. After changing the cartridge and infusion site, the pump occluded again. An insulin injection was used to lower the bg level. The customer reverted to using a non-tandem pump to manage diabetes. The bg level was lowered to 160 mg/dl.